Manufacturer narrative:
Additional information: section d added unique identifier (UDI) # (B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 3.3cm from the rear seal measuring 0.051cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, discoloration was noted in the balloon catheter tubing. The console did not generate an alarm and patient was stable. The console was put on standby and removed the iab. The iab was not replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, discoloration was noted in the balloon catheter tubing. The console did not generate an alarm and patient was stable. The console was put on standby and removed the iab. The iab was not replaced. There was no reported injury to the patient.